Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, although a definitive root cause could not be determined, it is likely the bent biopsy channel and deep scratches on the insertion unit were due to user handling, which led to insufficient reprocessing and resulted in foreign material remaining in the channel. Foreign material in the elevator is likely due to the user facility practicing different methods than what the instructions for use (IFU) recommends. The reprocessing manual describes the detailed process of reprocessing at/ around forceps elevator. It also states about the reprocessing under forceps elevator as follows, under section '3.5 manual cleaning, brushing around the forceps elevator and instrument channel outlet¿: while holding the distal end, insert the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) into the interior of the forceps elevator. Turn the inserted brush once, then pull it out. Brush both sides of the forceps elevator using the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) note: using the single use soft brush (maj-1888, sold separately) simplifies the cleaning procedure around the forceps elevator.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, it was unable to do the leak check. The plastic cover contained dent and scratches. The forceps passage contained foreign material in the biopsy channel. The suction flow was clogged. The insertion tube contained deep scratches as well as the light guide. The control body had a fading s-plate. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that chemical liquid remained in the channel and possible debris retained in biopsy channel. Cleaning brush can not go thru. The issue occurred during reprocessing of the device. There was no patient involvement. There was no other information obtained.